Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The non-totally occluded, 24 x 2.25mm, eccentric, de novo target lesion containing a <=45 degrees bend was located in the mildly tortuous and mildly calcified left circumflex artery. After a 6f non-boston scientific(bsc) guide catheter was engaged and a non-bsc guidewire was crossed the lesion, pre-dilation was performed with a 2.0x20 non-bsc balloon catheter. Following pre-dilation, a 2.25 x 24 synergy drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and when removed, the tip of the stent itself was found to be deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.